Event description:
Reference number (B)(6). Event occurred in denmark. It was reported that the patient faced tubing detachment issue on (B)(6) 2025 which leads to high blood glucose levels and treated with correction bolus via pump.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.